Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, it was reported that a revision surgery was performed due to infection approximately 1 month post implantation. It was communicated that the surgeon does not fault the device. Additionally, it was reported that there are no radiographs or patient medical records to be provided for review. Therefore due to insufficient information, a clinical assessment cannot be performed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Product was sterilized according to sterilization release documentation from quality control. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to infection. Surgeon does not blame device.